Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence due to cuff being too big. The aus was explanted. There were no additional patient complications reported.

Manufacturer narrative:
Updated d6a implant date.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence due to cuff being too big. The aus was explanted. There were no additional patient complications reported.